Event description:
It was reported that the patient was admitted to the emergency room after a serious fall. He was experiencing chest pain and shortness of breath. Device interrogation showed noise on the atrial lead, intermittent loss of capture, threshold changes, and rises in automatic mode switch episodes over the past 24 hours. The atrial lead impedance was greater than 2000 ohms. This was resolved by reprogramming to unipolar sense and pace configurations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.